Event description:
Additionally healthcare professional reported "the physician removed the capsule and the device remained implanted."

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., h.6..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Additionally healthcare professional reported baker grade IV. Device remains implanted.